Event description:
It was reported that while implanting the intraocular lens (iol), the doctor thought he may have damaged the lens as it was not unfolding into the patient's eye in the usual manner. The lens was half in and half out of the patient's eye. The doctor thought that the incision may not have been large enough to accommodate the lens. It was stated that the incision was enlarged. Another amo lens of the same model and size was implanted successfully. No sutures were required. No patient injury or complications were reported.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our quality assurance laboratory for a visual inspection and revealed that lens folded properly. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.